Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their sister has an axonics' bladder stimulator that is not working. Patient asked if (B)(6) could put together a packet of information and send it to their sister. Agent redirected patient to a healthcare provider to further address the issue their sister has with their stimulator from a different company. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".